Event description:
Boston scientific received information that this pacemaker detected noise on the right ventricular lead. This noise was seen in unipolar configuration but not in bipolar. However, when the device was programmed to bipolar there was no capture and no sensing. The lead measurements were normal. This pt was an avid golfer and had no symptoms. The physician elected to program the device to pace bipolar and sense unipolar. An x-ray was performed but did not reveal anything. The pt will be further evaluated in one month. Despite the event description, this lead has been returned for analysis. No other information was provided. If additional information becomes available, this event will be updated.